Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED had expired pads with a labeled expiration date of 2018/05/31 and an expired battery pack, serial number (B)(6), with a labeled expiration date of 2020/09. The cause of the AED not powering on was determined to be related to the user not maintaining the device per the manufacturer's recommendations.

Event description:
A customer reported their AED is not operational. They reported this did not occur during patient use.